Event description:
A customer reported smoke emanating from the dimension(r) instrument. No open flames were seen from the ul listed analyzer. The customer shut down the instrument. There was no report of adverse health consequences as a result of the smoke. There was no report of adverse health consequences as a result of the instrument shutdown.

Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the cause for the smoke was melted components on the heating element. A siemens healthcare diagnostics field service representative was dispatched to the site and repaired the heating element, replacing the u-seal. The instrument is performing within specifications. No further evaluation of the device is required.